Manufacturer narrative:
Hill-rom found the patient was losing their balance, grabbed a hold of the footboard and the footboard came out. The patient fell and suffered a fractured arm. Per the hill-rom user manual, warning: the footboard protects the patient during transport and room docking. A caregiver can quickly remove or attach the footboard without the use of tools. To remove and install to remove, grasp the footboard and lift straight up. To install, insert the pins of the footboard into the sockets in the articulating frame and then push the footboard down until the bottom rests on the deck. Examine the appearance, attachment, and safety of the headboard and footboard. Replace if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The reported injury is serious in nature per FDA definition. Hill-rom found the bed functioning as designed. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating a patient grabbed a hold of the footboard and the footboard came out.. The patient fell and fractured her arm. The bed was located at the account. (B)(4).